Manufacturer narrative:
An olympus representative was onsite for the repair process and found light cover glasses chipped and adhesive is worn, optical cover glass adhesive is worn, distal end adhesive is worn, switch condition is worn, plug body-probe unit loose, angle play and not to specification, and electrical safety test not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope was returned to after a usm health check identified worn binds and glue on the distal end. During the repair process, white contamination possibly a simethicone type product was found in the air / water channels. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during repair.

Manufacturer narrative:
H10: it is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.